Event description:
It was reported that there was a loss of therapeutic effect. Patient had stimulation in the wrong location. The patient was having pain in her leg and palpitations in her chest. It was noted that the stimulation was not radiating down her leg. The issues had started the night prior to this report. It was noted that the patient had used the patient programmer to sync and confirmed the stimulation was off. Patient turned the stimulation back on and turned the stimulation down to 1.20amp and then increased to 1.70amp and was then feeling stimulation in her chest and stomach not down her leg. It was noted that the patient did not have additional programs to adjust to. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).